Event description:
On 22nd july 2024, it was reported by a arthrex employee via email that an ar-1922ps, suture anchor, pushlock® 4.5 x 24 mm, anchor broke during insertion. This was detected during use in a rotator cuff procedure on (B)(6) 2024. The procedure was completed successfully as another new ar-1922ps was used. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: complaint allegation is confirmed. Upon visual inspection, the screw of the suture anchor, pushlock® 4.5 x 24 mm had broken off and not returned with the device. Functional testing was not performed due to damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. Per dfu-0087-13 rev 0 - g precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket.